Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant result with meter compared to lab: date: (B)(6) 2010, inratio: 4.9. Date: (B)(6) 2010, inratio: 5.4. Date: (B)(6) 2010, inratio: 4.8, lab: 3.3. Pt is (B)(6) son of the reporter.